Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during a procedure performed in 2009. According to the complainant, during the procedure, the device would tear tissue, and cause bleeding requiring the use of epinephrine. The physician stated that the jaws were not sharp enough to properly cut the tissue. Additionally it was reported that jaws would not stay shut once the bite is taken and continuous pressure is required to hold-on and pull the tissue sample. The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Won't stay closed. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.